Event description:
Pt underwent aortic valve replacement in (B)(6) 2010 at another hospital. Reported respiratory difficulty since initial surgery. On (B)(6) 2010, pt underwent open heart surgery for removal of valve with replacement of a new aortic valve. The operative report noises that a structural failure of the prosthetic aortic valve was identified, with severe aortic insufficiency. The original valve is believed to be a medtronic mosaic valve.